Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 121925: (B)(4) items manufactured and released on 24 september 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.